Manufacturer narrative:
Correction to initial MDR field.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was charging frequently and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.

Event description:
A report was received that the patient was scheduled for revision for unknown reason.